Event description:
It was reported that the facility's nursing administrator and c.n.a. Were raising a patient on the lift in order to transfer them; during this, the sling detached from rope assembly. No injuries were reported.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the manufacturer arjo hospital equipment (B)(4). Please note that while this product is no longer manufactured, previous medwatch reports for this product may have been submitted for the manufacturing site arjo (B)(4). As of (B)(6) 2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjo hospital equipment (B)(4). The manufacturer's preliminary analysis of the event concludes that this is most likely a case where the user has not attached the sling correctly to the lift. However, further information has been requested from the customer. The evaluation of the device to date has been carried out by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.